Manufacturer narrative:
Section e: the customer site for this event was (B)(6). Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 2 days of data ((B)(6) 2021 per the timestamp). The log file captured a no external power alarm while connected to the mpu on (B)(6) 2021 from 21:43:34 to 21:43:38 due to a loss of external power. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the patient unplugged the mpu ac power cord from the wall outlet to rearrange cables. It was noted that the mpu is currently operational. The root cause of the reported event was determined to be the mpu ac power cord being disconnected from the wall outlet. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, power cable disconnect, and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 04jan2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm while on mobile power unit (mpu) power and power cable disconnects. The loss of power was due to mpu being interrupted before backup battery activated 4 seconds after. It was believed that the patient unplugged the wall outlet to fix cluttered cable. A controller exchange was considered, but the power cable disconnects were determined to be due to the batteries' poor contact, so they were exchanged on (B)(6) 2021.